Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report a damaged display screen on the insulin pump. Customer's mother reported that the screen is unreadable. Customer's mother reported that the pump was hit by a baseball. Customer's blood glucose at the time of the incident was unknown. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.